Event description:
It was reported to boston scientific corporation that multiple single action pumping system were used during different procedures. According to the complainant, the surgical technician experienced muscle spasm and cramps at hand and neck area after using the devices in multiple procedures for the entire day. It was reported that he needs to be admitted into the emergency room and into their employee health center. Additionally, the top (pushing) portion of the device broke.

Event description:
It was reported to boston scientific corporation that multiple single action pumping system were used during different procedures. According to the complainant, the surgical technician experienced muscle spasm and cramps after using the devices in multiple procedures for the entire day. It was reported that he needs to be admitted into the emergency room and into their employee health center. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that multiple single action pumping system were used during different procedures. According to the complainant, the surgical technician experienced muscle spasm and cramps at hand and neck area after using the devices in multiple procedures for the entire day. It was reported that he needs to be admitted into the emergency room and into their employee health center. Additionally, the top (pushing) portion of the device broke; however, there is no indication that this event caused or contributed to the reported user injury.